Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports: a leakage between the syringe and needle.

Manufacturer narrative:
Submitted 2/18/2019. Information regarding actions taken by the manufacturing plant, risk assessment, and corrective measures was provided by the investigator. This updated information was a result of additional customer inquiry. The information relayed to the customer is outlined below. Manufacturing plant actions during the shop order when the impacted barrels were made, production was on box number 20 during the mold wipe check. When referring to the inspection sheet of the shop order, box 20 also received an inspection where all units screened on the table passed. Additionally, all other inspections did not detect any impacted units prior to, or following the cavity detection. For this reason, no other action was performed. Risk assessment potential issues that would be anticipated regarding a hole at the hub/barrel connection would be: leaking of a substance within the barrel or ingress of air when pulling a substance into the barrel both occurring during plunger actuation. As this product is non-sterile, the risk for use would be considered low. Corrective measures an immediate correction was put in place to plug the cavity to allow for the continuing performance of the mold. Continuous wipe checks are performed to verify that all blocked cavities are intact and accounted for until the mold is removed from service and repaired within the machine shop, this occurred on the (B)(4) 2015. The machine and molds used in production require routine maintenance where all parts are assessed and repaired as needed. Additionally, all issues reported are tracked to identify any adverse trends. If an adverse trend is identified, additional scrutiny is brought to the mold and machine operation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submission date: 09/10/2018. An investigation was performed for the reported customer complaint: ¿the customer reports: a leakage between the syringe and needle.¿ a review of the device history record (DHR) for the reported lot number 513195x indicates product and specification requirements were met. A lot cannot be released unless it passes all quality and conformance requirements. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Inspectors routinely examine statistical samples both physically and visually. Specifically, samples are taken throughout the production of the lot and checked for leakage. Review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. A review of the molding device history records (dhrs) was also performed. The molding DHR indicated that a cavity was plugged due to a hole in the gate. Two (2) syringe samples were provided for evaluation. The samples were both identified as being from the molding cavity that had a noted issue in the molding DHR. Functional leak testing was performed and both syringes leaked. This barrel mold is a cold runner design. The cause of the leakage was a hole in the gate caused by foreign material blocking the gate on the mold cavity (prevented the plastic from completely sealing the gate). Corrective measures were taken, which included: the mold cavity being plugged, tooling maintenance and replacements of the cavity and gate inserts. The reported customer complaint is confirmed. The root cause of the leakage was a hole in the gate which caused foreign material blocking the gate on mold cavity. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.